Manufacturer narrative:
Seat lift actuator is being replaced by an authorized service center.

Event description:
Sitting on scooter and the seat started to lean to right. Customer did not fall off unit and was not injured.